Event description:
The customer reported that there are discrepancies between her blood glucose level and her sensor readings. The blood glucose reading was 94 mg/dl. The patient stated that one of the sensors did have a curve on the tip. During troubleshooting, there were differences between the blood glucose level and the sensor readings. There were no activities which might be connected to the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.